Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the therapy was not working like it should be for their bowels. The patient reported they got too much juice in. They used to feel stimulation in their vagina but now they don't feel stimulation and it felt like someone was pinching the inside. It was suggested that the patient decrease the stimulation until they felt comfortable stimulation and to talk with their healthcare professional (hcp) about changing programs to see if they can get better control of their bowels. When the patient tried to turn the stimulation down they got a poor communication screen. It was also reported the patient noticed the ins was really buried and they had a hard time finding the ins. The antenna was repositioned and the patient was able to connect. The patient programmer showed the ins was on and they were on program 2 at 3.7 v. When they turned the stimulation down, the patient programmer showed poor communication again. The patient repositioned a few times and they were unable to connect. The patient asked if they could see the manufacturer representative (rep) and work with them in person. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they were eventually able to establish communication with the ins and were able to decrease stimulation to 2.3v on p2. It was reported that it was still not helping and they wanted to change to a different program. No further information reported.